Manufacturer narrative:
The patient's weight was not obtained. It was unknown if there was any other relevant medical history. It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products.

Event description:
On (B)(6) 2013, the patient's medical liaison reported that the patient had been in the emergency room. The patient's husband stated that on (B)(6) 2013 the patient's daughter noticed her mother's breath smelled sweet. They took the patient to an urgent care facility where they tested her urine and it was high in ketones and they advised her to go to the emergency room. When she arrived at the emergency room she was treated with injections of insulin, given and IV of saline solution, and medication for nausea, and sent home. The husband stated that he tried to prime the device through the infusion set and was successful on the first attempt, but he does not think the infusion device is delivering insulin correctly. The infusion device was replaced. The infusion device, adapter, insulin cartridge, and infusion set, were requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.